Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged a pt received 1st and 2nd degree burns on pt's shoulder and chest. The warming device was on the pt's upper body during surgery. The unit was set to 44 degrees c. The unit did not give an alarm. The burns were noticed after the procedure was completed. The pt received salve for her burns and no further adverse sequelae was reported.